Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that needle was break. The customer's blood glucose level was unknown. The customer stated that needle was hard to remove. The sensor will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found needle hub separated from sensor base also, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications found no sensor cannula break during analysis. Unable to perform insertion complaint due to customer return sensor opened or used. Unable to confirm adhesive anomaly due to sensor was returned opened or used.